Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-03149. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The vascular access site was femoral. The lesion was progressive de novo. No resistance was encountered. The lesion length was 20mm with a reference vessel diameter of 2.75mm. The 60-70% stenosed lesion was located in a mildly calcified, non tortuous left anterior descending artery. The apex monorail 15mm x 2.75mm balloon was being used for predilation. On the first inflation the balloon ruptured at ten atmospheres. An apex monorail 20mm x 2.50mm was used and on the first inflation ruptured at eight atmospheres. The physician felt the lesion was predilated enough and went ahead and place a 2.75x20mm ion stent. No patient complications were reported and the patient's status is ok.